Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the pump settings revealed the normal bolus, audio bolus, alerts, reminders, warnings and alarms sound settings were set to "high." The temp basal was set to "off" and the remote bolus was set to "vibrate." A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Auditory and vibratory alarms were confirmed to be functioning.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6), 2012 alleging that her blood glucose has been as high as 600 mg/dl in the last few weeks. She allegedly had symptoms described as frequent urination and increase thirst. In addition, the subject insulin pump does not vibrate or produce an audio tone when the patient takes a bolus dose. During troubleshooting, the animas representative discovered the patient reportedly does not take bolus insulin for elevated blood glucose but only for carbohydrate intake. The patient was advised to consult with her doctor if her blood glucose continues to elevate. The audio tone and vibration issue was not resolved with training. This complaint is being reported due to the audio tone and vibration issue and because the patient had blood glucose reading over 500 mg/dl while on insulin pump therapy. It is unclear whether diabetes management, use error, product malfunction, or intentional misuse was attributed to the alleged incident.